Event description:
Patient reported the aligners have left their teeth with an open bite and misalignment. They are in danger of breaking their teeth because their bite is off and it is dangerous.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.